Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated should pertinent information be provided. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was explanted due to dislodgement. Additional information from the field representative indicates that the lead also exhibited intermittent capture noted on echocardiogram (ECG) and that the dislodgement was confirmed by x-ray. This lead was successfully replaced. No additional adverse patient effects were reported.